Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported an efussion was done due to infection, inflammation reaction to prosthesis, iliotibial band tendinities and non-healing surgical wound after a total knee arthroplasty.

Event description:
It was reported an infection, inflammation reaction to prosthesis, iliotibial band tendinitis and non-healing surgical wound due to a total knee arthroplasty.